Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 456 mg/dl which was treated with manual injection. Customer declined to troubleshoot for high blood glucose. Customer stated that the auto mode feature was not active at time of high blood glucose event. The insulin pump was dropped and cracked the housing top to bottom of right side. The device will be returned for analysis.

Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device passed displacement test, self test, rewind, prime or seating, basic occlusion, force sensor test and occlusion test. Device received with cracked case (battery tube) and cracked battery tube threads. (B)(4).